Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log files. A review of the log files spanned approximately 31 days (24oct19 ¿ 23nov19 per time stamp). On 17nov19 at 08:49, the no external power activated while connected to the mpu due to both white and black lead voltages diminishing to ~4v. The alarm cleared shortly after activating when power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned to analysis. An attempt was made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported events cannot be conclusively determined through this analysis.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient experienced a no external power event caused by a brief disconnection from the mobile power unit (mpu). No further information was reported.